Manufacturer narrative:
The analysis confirmed the reported issue and found the o-ring, nose, and bearings were "deteriorated" meaning corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
The completed analysis has been received. The product received date has been updated.

Manufacturer narrative:
The device has been returned and a high level review has been done prior to the official evaluation. The high level review found the pre-repair 1 minute temperatures of the rear, middle, and nose at 28.1 degrees celsius, 38.6 degrees celsius, and 51.3 degrees celsius, respectively. The high level review also found the handpiece was noisy. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the handpiece overheated during use. There were no injuries reported as a result of this event.